Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. A 10 unit bolus was programmed; unit was suspended at 2.1 units. Unit was left on suspend mode and monitored for 2 days. No unexpected bolus delivery was noted during this period. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.

Event description:
Customer reported via phone call that insulin pump continued to deliver insulin while insulin pump was in suspend. Customer's blood glucose was 46 mg/dl. And was treated with glucose tablets. Blood glucose elevated to 53 mg/dl and 54 mg/dl. Customer again treated with glucose tablets and juice. Customer suspended insulin pump and rested. After customer awoke is when it was realized that insulin pump was still delivering. Customer was advised that a temporary vent block or buildup can cause insulin drip while disconnected. Insulin pump would be replaced.